Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician felt the impedance and sensing was too low and the capture thresholds were too high in several locations. The leadless implantable pulse generator (ipg) was attempted not used and replaced. No patient complications have been reported as a result of this event.